Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room (ER) due to blood glucose (bg) level of 500 mg/dl and a high level of ketones. Reportedly, insulin was not being delivered from the cartridge. Bg was treated with intravenous insulin and saline. Reportedly, customer left the ER 3 hours later with the issue resolved and no permanent damage. A cartridge change was also performed and insulin delivery was successfully resumed.